Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales rep reported that the driver was worn from use and bent. Additional info received at about 9 days later via telephone, the sales rep reported that during a lumbar fusion, the screw was wobbly. When the scrub tech looked at the driver, it was noticed that the prongs of the driver were missing. The fragments were not seen in the pt. It is unk when the driver broke. The surgeon used another driver to finish the case as intended. There was no report of surgical delay and no report of pt injury.